Event description:
A miller galante I total knee was implanted uncemented in a 54 year old obese female rhemuatoid arthritic. Revision surgery was required to releive pain, and when patient was opened, the cracked tibial plate, articulating surface, 1 screw body, and 3 screw heads were removed. Two screw heads (without bodies) were not retreived and left in the patient. A mg I stemmed cemented tibial plate, stem extension, and articulating surface were used as replacementsdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.

Event description:
A miller galante I total knee was implanted uncemented in a 54 year old obese female rhemuatoid arthritic. Revision surgery was required to relieve pain, and when patient was opened, the cracked tibial plate was discovered along with 3 of 4 screws being broken. The tibial plate, articulating surface, 1 screw body, and 3 screw heads were removed. Two screw heads (without bodies) were not retrieved and left in the patient. A mg I stemmed cemented tibial plate, stem extension, and articulating surface were used as replacementsdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.